Event description:
This is a report of a home patient (hp) who disconnected incorrectly from therapy and experienced a system error 2240 (air in tubing) on the homechoice (hc) during drain. When disconnecting, the patient capped the catheter and put a foil wrapper on the patient line. The patient later reconnected to continue therapy. The power was cycled to clear the alarm and proper procedures were reviewed with the patient on disconnecting during therapy. The patient was advised to contact their nurse regarding the event and planned to finish therapy using manual supplies. There was patient involvement, but there was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). After analyzing the available information, it was determined that the cause of the event was due to the patient incorrectly disconnecting and reconnecting during therapy. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide," which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting and reconnecting the transfer set to the patient line during emergencies. A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.